Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg appeared to be coming through the skin.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient's ipg appeared to be coming through the skin.

Manufacturer narrative:
Additional information was received that no further course of action at this time.

Event description:
A report was received that the patient's ipg appeared to be coming through the skin.